Event description:
Surgeon had been operating approx. 2.5 hrs when the fenestrated bipolar forceps malfunctioned. A cable broke. Case was finished with a different instrument from same set. ID for malfunctioning forceps is k11-23091-0437, it was from davinci set # 7.